Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported unspecified tissue injury cannot be determined. Tissue damage/injury is a known possible complication associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, a prolapsed posterior and a flail. An xtw clip was inserted and both leaflets were grasped. Upon releasing to reposition the clip, a tear on the posterior leaflet was observed. The clip and an additional two clips were implanted, reducing mr to a grade of 2-3. The patient then underwent a mitral valve replacement. There was no clinically significant delay in the procedure.